Event description:
It was reported that foley catheter was attempted to get removed. Was unable to draw back fluid from balloon, however there was resistance in when applying pressure tried to remove foley meaning balloon was still filled. Foley was then cut to attempt to remove fluid manually. Multiple attempts however foley still had resistance on attempt of removal. Urogynecology was consulted and stated usually to burst the balloon manually and would had to do a cystoscopy. However unable to do since foley was cut. Interventional radiology was then consulted. Interventional radiology procedure to pop balloon. Tip intact upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was attempted to get removed. Was unable to draw back fluid from balloon, however there was resistance in when applying pressure tried to remove foley meaning balloon was still filled. Foley was then cut to attempt to remove fluid manually. Multiple attempts however foley still had resistance on attempt of removal. Urogynecology was consulted and stated usually to burst the balloon manually and would have to do a cystoscopy. However unable to do since foley was cut. Interventional radiology was then consulted. Interventional radiology procedure to pop balloon. Tip intact upon removal.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, foley catheter removal. 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slowor no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed.vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.